Manufacturer narrative:
(B)(4). Device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). A 2.25 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the stent struts were deformed due to calcium. The device was removed through the catheter and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.